Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report mitral stenosis. It was reported a mitraclip procedure was performed on (B)(6) 2022 to treat functional mitral regurgitation (mr) grade 4+. One xtw clip was implanted reducing the mr to grade 1. The gradient was 4mmhg immediately post procedure. On (B)(6) 2022, the physician reported an increased gradient of 10mmhg two weeks post procedure, and the patient presented with dyspnea and fatigue. At 4 weeks post procedure, the gradient was 5mmhg, which the physician said was acceptable. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported dyspnea and fatigue were due to the increased gradient. The cause of the reported mitral stenosis associated with the increased gradient was undetermined. The reported patient effects of mitral stenosis and dyspnea, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.d6: implant date corrected.

Event description:
N/a